Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator's display went black, when the silence button was pressed. The patient was removed from the ventilator and placed on an alternate device without harm.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the malfunction. The fse replaced the graphical user interface (gui) printed circuit board (pcb). The device then passed all testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.